Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. Additionally, there was loss of capture (loc) and high threshold measurements on the ra lead. The threshold was then tested for the right ventricular (rv) lead and non-capture was noted. This was found to be due to the threshold test being started too high. Capture was obtained on the rv lead at 2.5 volts. A lead revision procedure was scheduled, but has not yet occurred. This product remains in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received that the right atrial (ra) lead had fractured due to clavicular crush. The fracture was identified via x-ray. This information indicates that the implantable cardioverter defibrillator (ICD) was not the cause of the clinical observations reported for the ra lead. A lead revision procedure was performed and the ra lead was explanted and replaced. The ICD remains in service. No adverse patient effects were reported.